Manufacturer narrative:
Initial and final MDR (B)(4). E1: (B)(6). Patient country united states.

Event description:
Reference number (B)(4). Event occurred in the united states. It was reported that the patient faced insulin flow blocked in tubing event on 24-aug- 2024. No further information available .